Event description:
It was initially reported that there was a burning sensation at the device pocket site the day after implant surgery. The patient also felt the burning sensation when the device was off. It was noted that impedances checked out fine at implant and placing the lead tail into the device was "a little harder than normal." Subsequent information received reported that the device was relocated from the back into the abdomen and the issues resolved two weeks later. It was noted that the physician believed a nerve was irritated during the initial implant at the device pocket site. The patient was doing well with no further issues.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), product type lead product ID 3778-60, serial# (B)(4), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, patient product ID 3708120, serial# (B)(4), product type extension product ID 3708120, serial# (B)(4), product type extension. (B)(4).